Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 08nov2022. H6: investigation summary: two samples were returned to our quality team for investigation. After proper decontamination of the devices, the product was evaluated, in one sample, no leaks or disconnection of the pieces was observed. In the second sample that was inspected, the connector was observed to be disconnected from the spike. While there was evidence of solvent being applied which is used to bond the connector onto the spike, it was noted to be an insufficient amount, causing the pieces to disconnect. A device history review was performed for reported lot 2204208, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. The product was visually inspected, no defects were observed. Upon performing assembly force testing, all product met required specifications. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. Although we could not identify a direct issue, it was determined this incident was likely related to a failure in the dispenser that doses the solvent, resulting in the improper assembly of the connector onto the spike. A project has been initiated to further investigate and prevent any reoccurrence of this issue. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd phaseal¿ spike connector experienced separation of the spike and tubing. The following information was provided by the initial reporter; after preparation of abraxane, the hcp put it back into the infusion bag and c35j of c180j was separated.

Event description:
It was reported that the bd phaseal¿ spike connector experienced separation of the spike and tubing. The following information was provided by the initial reporter; after preparation of abraxane, the hcp put it back into the infusion bag and c35j of c180j was separated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.